Manufacturer narrative:
The suspect sample and a reserve sample of the same lot were examined for physical attributes. Both samples were within specification. A review of the compounding and packaging process did not identify any recorded incidents that would negatively affect the quality of the product. All testing performed prior to the release of the product to market was within specification. No deficiencies were identified during the investigation.

Event description:
Consumer stated that the area where she applies the cream numbs for five minutes and then goes away. Patient applied the product 3 times for one week. Medical attention was sought for this symptom.